Event description:
Information was received from a patient representative (caller) regarding an implantable neurostimulator (ins). The reason for call was caller reported that both the implant and lead were explanted because the pt scs device was not working. Due to the nature of the call, agent was unable to confirm the event date.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: specify surescan; product ID: 977c165 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.